Event description:
Same case as 2134265-2011-05630. It was reported that during a percutaneous transluminal angioplasty (pta) treatment procedure, a catheter become stuck on the guide wire. The 100% stenosed chronically occluded target lesion was located in the moderately tortuous and severely calcified anterior tibial artery. A 300cm journey guide wire was inserted and crossed the lesion. The 2.0mm x 150mm coyote balloon catheter was then selected and advanced over the guide wire to the lesion. The physician experienced difficulties crossing the lesion with the balloon catheter. During withdrawal of the balloon catheter, the catheter and the journey guide wire became stuck together. The catheter and the guide wire were removed from the patient together and a kink was noted on the shaft of the balloon catheter. The procedure was completed with another coyote balloon catheter and a journey guide wire. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
(B)(4).